Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity. Clinical investigation: a clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is a temporal relationship between the event of pulmonary edema and hospitalization and peritoneal dialysis therapy. There is no documentation to show a causal relationship between the liberty select cycler and the pulmonary edema and hospitalization. Based on available information a cause for the pulmonary edema is unconfirmed. Further information has been solicited and should additional information become available, this clinical investigation will be reevaluated.

Event description:
A follow up call with a peritoneal dialysis (pd) patient on an unrelated event revealed the patient was hospitalized from (B)(6) 2018 due to fluid in their lungs. The hospital course was unknown. The patient also stated that they have not been able to complete a treatment since (B)(6) 2018. The patient did not specify the reason they were unable to complete their treatments and did not state if they were using manual supplies to complete their pd therapy. No other information was provided and additional information was solicited but was unavailable.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.